Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection confirmed misshapen spike port tubing at the weld location (weld pucker) that resulted in a breach of the eva at the spike port. Functional test identified the condition as a large leak spraying liquid from the split eva over the pucker location. Magnified inspection confirmed the leakage was due to weld pucker. Based on evaluation findings, this condition was determined to have occurred during the manufacturing process. Manufacturing inspection and maintenance controls are in place to mitigate the occurrence of this issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during setup of the product but before use . This report documents no patient involvement or adverse events. No additional information is available.